Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 600 mg/dl and insulin injections were administered to address bg by nurses. (Customer in rehabilitation center for non-diabetes related issue). Customer changed pump supplies to resolve occlusions. Reportedly, customer was using fiasp insulin and customer acknowledged knowing that fiasp was not labeled for use with the pump. Customer reverted to using manual injections for insulin therapy.